Manufacturer narrative:
Internal report (B)(4). Product returned for eval. Most likely underlying root cause: user's misunderstanding of erratic results.

Event description:
Consumer complaint of erratic blood results. Expected blood glucose results fasting range from 150 to 200 mg/dl. Customer feels well and observed no symptoms. Medical intervention is not required at this time. Customer states last week meter was providing erratic fasting results: (B)(6) 2015; 10:12am - 164 mg/dl; (B)(6) 2015; 10:09am - 203 mg/dl; (B)(6) 2015; 10:07am - 585 mg/dl. Blood test performed during call after meal ((B)(6) 2015; 05:04pm) with result of 207 mg/dl. Verified storage of test strips is within instructed specification. Test strip lot MFR's expiration date is 01/31/2017 and open vial date is (B)(6) 2015. Recall test results performed fasting from meter memory: memory 1:106mg/dl (B)(6) 2015 05:38pm; memory 2:215mg/dl (B)(6) 2015 05:24pm; memory 3:194mg/dl (B)(6) 2015 09:41am; memory 4:216mg/dl (B)(6) 2015 10:00am; memory 5:171mg/dl (B)(6) 2015 10:50am. Based on error grid analysis of the back to back blood glucose results reported as erratic 164 and 585 mg/dl; the complaint is reportable - zone c.